Event description:
It was reported that this patient with implantable cardioverter defibrillator (ICD) experienced 5 shocked in a row while walking in the snow, it happens again when the patient bent over brushing teeth. Advised patient to see physician to check if the communicator is working correctly. The device remains in service. No adverse patient effects were reported.